Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-73146, 2017865-2024-73147, 2017865-2024-73148, 2017865-2024-73149 it was reported that the patient presented for a clinic follow-up visit for a device check with a pocket erosion. The pocket had eroded since the previous generator change. The device and leads were found visible from the opened incision site of the implanted device pocket. The entire system, including the pacemaker, right atrial lead, right ventricular lead, left ventricular lead, and a capped right ventricular lead, was explanted. The system was replaced with a temporary lead and a single-chamber pacer on the same procedure date. The entire system was replaced on (B)(6) 2024. The patient remained in stable condition.